Event description:
Related MFR report number: 2017865-2023-35540. Additional information received notes that physician elected to explant and replace the atrial lead. During the procedure, it was noted that the right ventricular (rv) lead had a insulation breach. The physician elected to explant and replace the rv lead. The patient condition was stable after the procedure.